Manufacturer narrative:
Internal report: (B)(4). Meter was returned for evaluation. No defect was detected. Test strip vial was returned for evaluation. Not enough strips were returned in order to conduct an evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi display. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is unknown (newly diagnosed). The customer did report symptoms. Medical attention is reported as a result of the actual blood glucose results and reported symptoms on 07/01/2019. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 237 and 289mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 6/27/2019. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 06-may-2020: h6: updated FDA's method and conclusion codes h10: retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter was returned for evaluation. No defect was detected. Test strip vial was returned for evaluation. Not enough strips were returned in order to conduct an evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for hi display. The customer is concerned with al testl results obtained. The expected fasting blood glucose test result range is unknown (newly diagnosed). The customer did report symptoms. Medical attention is reported as a result of the actual blood glucose results and reported symptoms on (B)(6) 2019. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 237 and 289mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 6/27/2019. The meter memory was reviewed for previous test result history. Result 1: 450mg/dl date: (B)(6) 2019 time: 10:55am fasting result 2: 463mg/dl date: (B)(6) 2019 time: 7:49am fasting result 3: 357mg/dl date: (B)(6) 2019 time: 10:24am fasting result 4: hi date:(B)(6) 2019 time: 7:20am fasting result 5: hi date: (B)(6) 2019 time: 6:43am fasting.